Manufacturer narrative:
H3: product analysis found that the visual check was passed, boots up normally, electrical test and functional test passed. There was no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the doctor holding the device felt numbness in his hand as if he had been electrocuted. He suspected that it was electric leakage from the eclc controller. Electrical test and functional test was performed as a part of troubleshooting which resolved the issue. There was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (controller eclipse, 945eclc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the nim eclipse system was plugged into its own dedicated hospital grade single receptacle and all are medtronic products were used. It occurred during debugging and testing when the surgeon touched the chassis shell once. The surgeons hands and the eclc unit were dry when the numbness was felt. The procedure was completed using another eclc device. There was no medical intervention needed because of the numbness.